Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, on (B)(6) 2015, there was a high pressure alarm with the duodopa pump. Physician recommended rinsing with sparkling water. The jejunal tube had an occlusion and could not be rinsed. On (B)(6) 2015 the nurse tried to rinse the jejunal tube however it was unsuccessful. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.